Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 8 x 3.00mm promus premier stent and a 38 x 2.50mm promus premier stent were used in the procedure. The physician reported difficulty with the devices 'sticking' on an unspecified wire; however, one device was able to be removed from the wire while the other device was removed with the wire. The procedure was completed with a different device no patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. A 8 x 3.00mm promus premier stent and a 38 x 2.50mm promus premier stent were used in the procedure. The physician reported difficulty with the devices 'sticking' on an unspecified wire; however, one device was able to be removed from the wire while the other device was removed with the wire. The procedure was completed with a different device no patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The crimped stent was detached from balloon and not returned with device for analysis. Crimp markings were evident on the wall of the balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks to the shaft. No resistance was met when attempting to advance this over-the-wire (otw) device over a guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 8 x 3.00mm promus premier¿ stent and a 38 x 2.50mm promus premier¿ stent were used in the procedure. The physician reported difficulty with the devices 'sticking' on an unspecified wire; however, one device was able to be removed from the wire while the other device was removed with the wire. The procedure was completed with a different device no patient complications were reported and the patient¿s status is fine.